Event description:
Device malfunction: difficult to advance over guide wire. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device partially advanced over the guide wire. The device was removed from the patient anatomy and a second proglide device was used to achieve hemostasis. There was no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.